Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a possible rod fracture. The patient reportedly had a possible rod fracture approximately 2 years post-op. There are no plans to revise at this time. The patient is asymptomatic.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the rod remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. It was reported that the patient's spine was well balanced and her shoulders were level. It was also noted that the patient was asymptomatic and appeared to be well healed. Ap and lateral x-rays showed instrumentation in place without loss of alignment. Instructions for use (IFU) for our pedicle screw systems states, "the primary goal of [the] surgery is to arthrodese selected vertebrae" and "maintain alignment until healing occurs." As mentioned previously, both of these goals were achieved. Considering the rod fractured 24 months postoperatively, it is possible that the rod fractured in fatigue.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a possible rod fracture. The patient reportedly had a possible rod fracture approximately 2 years post-op. There are no plans to revise at this time. The patient is asymptomatic.